Manufacturer narrative:
Additional information: g3, h3, h6. Arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on 2014 by techniques in hand & upper extremity surgery titled ¿anatomic double-bundle reconstruction with free tendon graft for chronic ulnar instability of the thumb metacarpophalangeal joint.¿ the study reviewed 10 patients and identified collateral ligament instability with bioabsorbable interference screws and tenodesis screws in 1 patient during the 1.5-year follow-up period. Ref: rigó iz. Anatomic double-bundle reconstruction with free tendon graft for chronic ulnar instability of the thumb metacarpophalangeal joint. Techniques in hand & upper extremity surgery. 2014;18(3):146-152.